Manufacturer narrative:
All of the buttons function properly however, moisture damage was found on keypad traces. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's up arrow button was not working. The customer stated that he changed the battery, but the button had not been working for a week. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant event leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.